Manufacturer narrative:
A visual inspection was performed found the tip of the driver to be fractured. Rotational deformation is observed just proximal to tip fracture. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. It was initially reported that the tip of the device fractured during final tightening of the screws. Follow up revealed that the device was used at a normal angle, it did not appear that excessive torque was applied, and that the patient had normal bone. Although it was reported that excessive torque did not appear to be applied, direction and degree of deformation immediately proximal to fracture indicates excessive torque was applied to device during screw final tightening. It was not reported if the torque limiting handle was used or not. The pyrenees surgical technique guide was reviewed: ¿after all the smartlock bone screws have been secured, utilize the torque limiting handle in conjunction with the torque limiting hexalobe shaft for final tightening of the bone screws. The torque limiting screwdriver is designed to provide a locking torque of 20 in-lbs. (2.3 nm) and help ensure the smartlock technology is fully engaged and not over tightened. The anti-torque instrument is available for both pyrenees constrained and translational. This instrument docks onto the plate and is used as an anti-torque device when final tightening.¿ the most likely cause of the reported event was determined to be due to excessive torque applied during final tightening.

Event description:
It was reported that the tip of the pyrenees non-tapered torque driver broke off into the screw head intra-operatively, during final tightening. The fractured component was left in the screw. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the tip of the pyrenees non-tapered torque driver broke off into the screw head intra-operatively, during final tightening. The fractured component was left in the screw. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.